Event description:
The account stated that the axsym analyzer has generated a false positive toxoplasmosis igg result. In 2009, the result was negative (0.0 iu/ml). The patient was known to be positive 17.0 iu/ml. The sample was retested in triplicate and the results were all negative (0.0 iu/ml). The qc was within range. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) other, contamination in axsym caused by lack of tubing decontamination. Axsym (B)(4) generated an erratic toxo igg patient result on (B)(6) 2009. There was no adverse impact to patient management due to the erratic patient result. The customer noted the monthly tubing decontamination had not been performed for 3 months. The customer performed the monthly tubing decontamination on (B)(6) 2009, and this resolved the erratic result issue. The axsym system operation manual contains adequate information on the probable causes and corrective actions for erratic results. The corrective actions listed include performing a tubing decontamination procedure. The toxo igg package insert was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The insert notes it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym performance. A service history review found no additional incidents of axsym (B)(4) generating erratic results have been documented since the customer performed the tubing decontamination procedure on (B)(6) 2009. The abbott metric reports for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generated, or adverse trends due to customer not performing the monthly tubing decontamination procedure. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The most probable cause of the inconsistent toxo igg patient result was the contamination of the axsym analyzer due to the customer not performing the monthly tubing decontamination procedure for 3 months. The actual cause of the suspect toxo igg patient result could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-01 related to the issue under investigation. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.